Manufacturer narrative:
No x-ray views have been provided to st. Jude medical so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
It was reported that there were episodes of noise on the right ventricular (rv) lead. X-ray confirmed externalized conductors on the rv lead. The rv lead was capped and replaced and the patient was stable.